Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the device was working and the patient was satisfied, but recently the benefit felt down. The patient said that in the middle of march, one day, he did not hear anything. The doctor checked the tympanic membrane and the position of the fmt. A partial extrusion of the conductor link was found. The fmt was in the place, but the patient did not have any hearing sensation, so the doctor supposed that not enough coupling was present. The doctor decided to reimplant using a new device to avoid any infection due to the extrusion. The patient was reimplanted on (B)(6) 2011.